Event description:
During returned product evaluation, it was found that the stopcock was cracked which resulted in the leaking reported by the customer. There was no patient injury or treatment associated with this event.